Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus amount calculated was a larger value than expected. Review of the pump settings by tandem technical support verified that the correction factor settings had been entered inaccurately onto the pump by the customer. Blood glucose was 347 mg/dl. The contact successfully adjusted the correction factor settings.